Event description:
New information received notes that no loss of lv output was seen on the rv lead. No allegation of premature depletion was made from the physician, and no malfunction regarding high output and pacing rate was made.

Event description:
It was reported that a patient presented with asystole requiring cardiopulmonary resuscitation to be performed. A chest x-ray confirmed dislodgement of the right ventricular lead and no slack on the right atrial lead. This resulted in far p over-sensing and inhibition of pacing and loss of lv output on the right ventricular lead and loss of pacing on the left ventricular lead. Aspirate was noted in the patient's lungs and the revision was postponed. Upon presenting for the revision procedure, further examination confirmed the device had migrated from its original position, resulting in the rv and ra lead issues, and the device battery was found to be prematurely depleted. Loss of pacing was also noted as well. It was suspected that this was due to the high outputs and pacing rate. The device, ra, and rv leads were explanted and replaced and the lv lead was surgically adjusted to reintroduce slack. This occurred on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
The reported complaints of premature discharge of battery and migration were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including lead impedance, output and sensing testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity. Correction: b6: field should reflect x-ray imaging

Manufacturer narrative:
The reported complaint of migration was confirmed. The reported complaint of premature discharge of battery was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including lead impedance, output and sensing testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.